Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: primary operative notes were returned for review. There were no complications noted. After placement of the final acetabular components and use of femoral trial components the leg length was felt to be equal, the stability was said to be excellent, and the components were noted to have been well placed. No indications of a root cause were detected from review of the operative notes provided. Assessment notes from two and a half years post-op state that there is no obvious evidence of any loosening of the components. It is also stated that the patient "may have a bone-metal mismatch or a lateral exit point over the distal tip of the femoral component where the weight bearing stress concentrates, causing the lateral thigh pain." An x-ray report from (B)(6) 2013 states good alignment of components, osteochondritis desiccants in zones 1 and 7 in the femur, and osteophytes off the tip of the greater trochanter. It is unknown if, or to what degree, the osteochondritis desiccants and osteophytes may be contributing to the patient's pain. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.